Manufacturer narrative:
Product analysis: no device return, therefore no analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As it was reported by the physician, the replacement was not due to the performance of the device. The event was likely due to the patient¿s comorbidities. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information three years, ten months post-implant of this annuloplasty mitral band, the patient had a bioprosthetic mitral valve replacement due to the progression of the patient's valvular disease. Per the physician, the replacement was not due to the performance of the device. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.